Event description:
Per the clinic, the patient experienced an infection and skin overgrowth on the abutment site and subsequently was treated with topical steroid (specific date and duration not reported). The patient also underwent an abutment replacement procedure on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.